Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) lot number b53559 inserted on (B)(6) 2014. Reporter stated that essure would not open and then came apart. It broke into three pieces and all pieces were removed. Bilateral placement was achieved. No further information was provided. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record b53559 (production date 24-jul-2013 and expiration date 31-jul-2016) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, at this point in time no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. At this point in time no adverse events have been reported therefore a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had an attempt to insert essure (fallopian tube occlusion insert) and the device would not open and broke into 3 pieces. The events are non-serious. The first event, interpreted as device deployment issue, is listed while the remaining event, seen as device breakage, is listed according to technical analysis. During difficult insertion or removals, single cases have been reported of essure breakage and deployment issues. In this particular case, the essure would not open and broke into 3 pieces during the insertion procedure (complication of device insertion). All pieces were removed and bilateral placement was achieved. Since the events occurred during the insertion procedure and considering the nature of device breakage and device deployment issues (malfunction), company considers a causal relationship with the suspect insert as related and regards this case as other reportable incident. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information has been requested.

Manufacturer narrative:
Essure questionnaire received from the physician with follow up information. Patient's age was (B)(6). Essure was inserted 4 months postpartum. Cervical dilatation was performed and patient received local paracervical block as analgesia. No general anesthesia or sounding were used. The visualization of the tubal ostium was easy, the fluid loss during hysteroscopy was less than 1500 cc and the procedure took more than 20 minutes. Physician reported that when deployed, device fractured into 3 pieces, 1 floating in cavity, two separate pieces embedded in tube. All pieces were removed but this was difficult secondary to uncoiling. No single use device was reprocessed and reused on the patient. No device was available for evaluation. Decision made to re-attempt placement with new device which was presumably successful. No know long term effects. Hsg (hysterosalpingogram) was planned (no date informed) and patient has been using depo provera as back up contraception method until essure total occlusion confirmation. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and the device would not open and when deployed, device fractured into 3 pieces (all 3 pieces removed during essure insertion) (previously reported as broke into 3 pieces). One floating in cavity, two separate pieces embedded in tube. The event two separate pieces embedded in tube, considered as device embedded, is serious due to medical importance and listed in the reference safety information for essure. The remaining events are non-serious. The event would not open, interpreted as device deployment issue, is listed while the remaining event, seen as device breakage, is listed according to technical analysis. During difficult insertion or removals, single cases have been reported of essure breakage and deployment issues. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the essure would not open and broke into 3 pieces during the insertion procedure (complication of device insertion). One piece was floating in cavity and two separate pieces were embedded in tube. All pieces were removed and bilateral placement was achieved. Since the events occurred during the insertion procedure and considering the nature of the reported events, company considers a causal relationship with the suspect insert as related and regards this case as other reportable incident due to the reported device breakage. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Device breakage with essure questionnaire was received on 12-apr-2016 from physician: on (B)(6) 2014, a (B)(6)-year-old female patient had essure, lot number b53559 and model number ess305, inserted. According to health care professional, essure implant breakage was diagnosed during placement. The breakage occurred on the gold band and states that when deployed the coil broke into 3 separate pieces (one piece in tube and two smaller pieces fractured off and were floating in the cavity). The instruction on the IFU (instructions for use) was followed and there was no deviation from the insertion procedure as described. In addition, physician reported that essure was removed at the time of fracture and states that a new one was placed at same encounter. According to health care professional, essure was removed because it was medically necessary and not due to patient request. Essure removal method: hysteroscopic. Physician also informed that broken pieces were retrieved from uterus. There was no injury to the patient and, according to the reporter; it could not have led to a serious injury under less fortunate circumstances. Physician could not trust efficacy with partial coil, so it was removed and replaced. Patient has recovered. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) and when deployed, device fractured into 3 pieces (all 3 pieces removed during essure insertion). One in tube and two smaller pieces floating in uterine cavity (previously reported as two separate pieces embedded in tube and one in cavity). The previously reported event two separate pieces embedded in tube (interpreted as device embedment) was deleted since the embedment was no longer mentioned. Device breakage is unlisted in the reference safety information for essure but anticipated according to the product technical complaint analysis. During difficult insertion, single cases have been reported of essure breakage. In this particular case, when deployed during the insertion procedure, it broke into 3 pieces (complication of device insertion). The gold band from delivery catheter broke. One piece was in tube and two smaller pieces fractured off and were floating in uterine cavity. All pieces were removed and bilateral placement with another essure insert was achieved. Since the breakage occurred during the insertion procedure and considering the nature of this event, a causal relationship with the suspect insert cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit. An updated product technical analysis is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.